Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment. Customer's blood glucose was 457 mg/dl. Customer also reported that insulin pump shut off and when battery was changed display screen flickered and pump had a loud constant tone. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump powered up properly and no blank display, flickering display, or loud audio alarms were noted. The pump was received with the operating currents within specification, and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump was monitored for several days and no blank display, flickering display, or fading display occurred. No moisture damage was found on the electronic assembly, battery tube or vibrator assembly. However, corrosion was found on the motor home switch during visual inspection. No damage was found on the lcd isolation tape during visual inspection. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.